Manufacturer narrative:
E2/e3: reporter is non-healthcare professional. The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera head image had no image. The issue occurred during a diagnostic gastric sleeve procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the camera head image had no image. The issue occurred during a diagnostic gastric sleeve procedure. The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplement report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection and the reported failure of ¿no image¿ was confirmed. Additional finding of failed leak test from the cable was discovered. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been four years since the subject device was manufactured. Based on the results of the investigation, the most probable cause of the issue of ¿no image¿ was due to a bad cable unit. The most probable cause of the failed leak test can be traced to a component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.